Event description:
It was reported that the left ventricular lead exhibited high impedance. All other measurements were normal. No patient symptoms were reported. No device intervention was performed. The patient will continue to be monitored.

Event description:
New information received indicated that the patient's left ventricular (lv) lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of a high pacing impedance was not confirmed by analysis. As received, the connector portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.